Event description:
This senior medical surveillance specialist reviewed the customer care advocate's, cca's, documentation. The pt/layperson alleged that her onetouch ultra meter prompted error 2 on either 4/2 or 4/3, in the morning. The pt, whose daily diabetes regime is oral medication, allegedly became "sweaty, hot, and shaky" six hours later. The pt reportedly took no action and received no treatment. Although the issue was resolved with training, the products were replaced. The complaint is reported due to the pt's alleged symptoms that meet the criteria for serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.